Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the reported event. The cause and the treatment for the peritonitis were not reported. The patient recovered from the peritonitis and pd therapy was ongoing. Additional information was requested, but the reporter declined to provide any more information on this event.